Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that when withdrawing needle out of the patient, needle fell off and poked nurse in her hand. The nurse had no treatment. Additional event details: it was reported via ms&s "nurse states they use the bd safestep huber needle on their unit for infusions. Today when one of the nurses de accessed a patients port, the safety mechanism broke off of the non-coring needle causing the needle to bounce and stick the nurse. Nurse provided reference number (B)(4) and lot number asgwfc121. Ms&s response informed nurse to keep the non-coring needle with the malfunctioned safety mechanism, explained our product complaints team will typically ask for the sample item back for investigation. Informed nurse I will forward this to our product complaints team for investigation and they will follow up separately."

Event description:
It was reported by the customer that when withdrawing needle out of the patient, needle fell off and poked nurse in her hand. The nurse had no treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.